Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a cystoscopy, ureteroscopy with insertion of stent procedure performed on (B)(6) 2016. According to the complainant, during preparation outside the patient, as this device was inserted into the scope, it was noticed that the hydrophilic tip got detached, exposing the tip of the metal corewire. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the guidewire revealed that the sheath at the proximal section approximately 15 cm was detached, exposing the most proximal corewire tip. Moreover, the detached area presented evidence of peeling. The complaint is not consistent with the returned guidewire since the sheath at the proximal section detached exposing the most proximal corewire tip. Based on all gathered information, the most probable root cause is "handling damage¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a cystoscopy, ureteroscopy with insertion of stent procedure performed on (B)(6) 2016. According to the complainant, during preparation outside the patient, as this device was inserted into the scope, it was noticed that the hydrophilic tip got detached, exposing the tip of the metal corewire. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.